Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the incident. There was no reported adverse impact to the customer. Technical support provided instructions to reset the pump, and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump, with the instruction to contact support again if issues persisted.

Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, but they reported feeling low, although no specific adverse impact was noted. Technical support provided instructions to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump, with the instruction to contact support again if issues persisted.